Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultra meter was displaying the error 4 message. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on the same day at 8:30 am. She also mentioned that she felt nervous, jittery, and weak after the reported issue began. However, the patient reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting. It was verified that this was not a new product. The test strips were in good condition and within the expiration/discard dates. The meter was no exposed to temperature outside of the acceptable range and the patient's testing technique was reviewed to be correct. However, the issue was not resolved when a retest was performed with a strip from a new vial. This complaint is being reported because the patient claimed she experienced symptoms suggestive of hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting over the phone. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.